Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions similar to an allergic reaction.

Event description:
The customer reported an allergic reaction in the form of difficulty breathing and swallowing, and rapid heartbeat while wearing the aligners. The customer visited the emergency room and required medical intervention to alleviate the reported symptoms. As a result, aligner treatment was discontinued.